Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and loss of capture was observed on the right ventricular channel. The lead was capped and a new lead was successfully implanted. The patient was in stable condition and did not experience any symptoms related to the event.